Event description:
This is a follow up #1 to report investigation results of the returned needle and to report additional information received from the customer. On (B)(6) 2019, follow up with the customer was performed via email. It was reported that the patient did not require any additional treatment from the incident. As reported in the initial: it was reported that one of the cryoablation probes froze up the shaft and adhered to the patient's skin. There was erythema from the site that adhered to the patient's skin. The radiologist did recognize the issue with the probe and took appropriate measures to ensure the patient's safety. Patient and son were also given instructions on what to look for once they are home and physician will follow up with them in the next few days as well. The needle will be returned for investigation. Follow up with the physician is being performed for patient status.

Manufacturer narrative:
The device information for the defective needle was updated. Two needles used in the procedure were returned for investigation (lots a7064 and a7120). The needle manufacturing records were reviewed, and no related deviations or concerns were found. Of the two returned needles, the reported frost on the needle shaft was confirmed for needle #1, lot a7064 as it failed investigative testing. The shaft's temperature was -11.3°c which points to insufficient thermal insulation of the needle. Because the shaft length was covered with frost, the iceball length could not be measured correctly during testing. Needle disassembly did not find any visible soldering gaps or voids, corrosive signs or soldering flux residual. Needle #2, lot a7120 was found within specification. Based on the investigation results, the root cause was determined to be insufficient vacuum insulation of the needle; however no relationship was found between the needle manufacturing process and the vacuum loss phenomena. The treatment was completed with no further intervention required for the patient's erythema. Galil medical's labeling includes precautions instructing users to protect the skin with warm saline, when appropriate.

Event description:
It was reported that one of the cryoablation probes froze up the shaft and adhered to the patient's skin. There was erythema from the site that adhered to the patient's skin. The radiologist did recognize the issue with the probe and took appropriate measures to ensure the patient's safety. Patient and son were also given instructions on what to look for once they are home and physician will follow up with them in the next few days as well. The needle will be returned for investigation. Follow up with the physician is being performed for patient status.